Event description:
Account stated they obtained high digoxin and tsh results that were lower when repeated. The incorrect results were not used to guide therapy. The field service representative could not determine a cause for the discrepancy.